Event description:
It was reported that the patient complained of persistent blurred vision, splitting images vertically and poor acuity at all distance during post operation visit after a preloaded intraocular lens (iol) was implanted into his left eye. The pre-op visual acuity was 20/80. During the post-op visit on (B)(6) 2021, the visual acuity was 20/80 intermediate, however, this was found improved to 20/20 intermediate on further visits on (B)(6) 2021. The issue did not affect patient's ability perform daily activities. Additional information received revealed that the original lens was explanted and a replacement lens of different model, zct225 but of lower diopter (21.5d) was placed. The patient was doing good post explant. No further information was provided.

Manufacturer narrative:
Patient weight: unknown, information not provided. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.